Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against left device. Device remains implanted.

Manufacturer narrative:
A device analysis of the returned device identified. Broken shell and wear abrasion. Leak test and microscopic analysis was performed which identified, striated broken on anterior, missing shell, creases flat, black particles in the fill channel. And voids observed, in the textured part of the valve (vv), it is out of specification according to qa 199.06. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated broken on anterior side assessed, as surgical damage. Missing shell assessed, as inconclusive. And a void on valve texture side assessed, as a workmanship.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported deflation against left device. The device has been explanted and replaced.